Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc screen was dark, malfunction of the computer used to control the large monitor in the laboratory. Fse replaced flex vision pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the startup of the system stopped at 00:00 and that the flexvision screen was dark and the frame was not getting displayed. The flexvision pc was restarted using the front switch, but the situation was the same. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.